Event description:
According to the reporter: rep was there for this case. Toupet fundoplication procedure. Needle stayed in jaws of endostitch but suture came off of the needle. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. There was no user or patient injury or hazard.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.